Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the defibrillator during the functional test fails the defibrillator test (but not always, randomly). There was no reported patient involvement/adverse patient impact.